Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) review, the product et tube, cf, 7.0, lot# 01e1200191 was manufactured on 05/16/2012. Upon DHR review it was observed that the lot number reported, corresponds to one of the lots identified to be affected with bespack valve issue. A CAPA project number (B)(4) was opened to improve the process. A document assessment (fmea) was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation at the time of this report; the lot number reported on this complaint corresponds to one of the lots identified to be affected with bespak valve issue. However, to correct this situation for similar complaints received in the past, a supplier corrective action request (scar) # (B)(4) was issued to valve vendor and a CAPA project number (B)(4) was opened to improve the process. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the customer alleges that the balloon would not deflate (intermittently) during use on a patient. No report o a patient injury or intervention.